Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a dependent patient presented, it was found that patient was having third-degree heart block exit escape rhythm in the 40s. High pacing impedance and high threshold was noted on the right ventricular (rv) lead. As per the physician, lead damage was due to new scar from exit block. The high threshold was also due to exit block. Lead fracture was also suspected. The device was programmed, and revision was scheduled the next day. The patient was fine and admitted for a procedure. The lead was capped and replaced on (B)(6) 2020. The patient was stable.